Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed all three icons (charge-pak, attention and service wrench) in the readiness display, and did not show ok anymore. During device evaluation, physio observed that the device could not be powered on anymore. There was no patient use associated with the reported event

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically shorted capacitor, designator c76 from the digital pcb assembly. The shorted capacitor caused the internal hybrid layer capacitor (hlc) batteries to become depleted. The customer was sent a replacement device.